Event description:
There is a potential for leakage and/or aspiration of the maternal milk by electric pump. Diaphragm can and has not been installed. Although pumping can take place, milk can easily go down the pump tubing. The diaphragm should be glued or attached to the adapter cap, avoiding the possibility of it not being installed.